Event description:
While (B)(6) was showering using the shower chair on (B)(6) 2017, the seat completely gave way, collapsing and causing one of the stainless steel rods that support the seat to impale his anus and colon. His colon was perforated in six different places. This wire removed the rod from his rectum before emergency responders arrived.